Manufacturer narrative:
All the buttons functioned properly and no button error alarm or moisture damage on keypad traces noted. The insulin pump had moisture damaged on lcd board, mother board and motor home switch. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 192 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.